Event description:
Good faith attempts to obtain additional information have been unsuccessful to date as no response has been received from the physician.

Manufacturer narrative:
.

Event description:
Neurology reported that a vns patient is having an increase in seizures and has been referred for an eeg. It is unknown if their seizures are above or below their pre-vns baseline. Good faith attempts are underway.